Event description:
It was reported that during a da vinci s hysterectomy procedure a piece of the pk dissecting forceps broke off and fell into the patient. The customer reported that the blade was removed from the patient and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported complaint cannot be determined. If the instrument is returned (post-evaluation) and/or if additional information is received, a follow up MDR will be submitted. There are no components in the pk dissecting forceps instrument that meet the definition of medical sharps. The customer reported blade is believed to have been the forcep grip. Per the information provided by the initial reporter, the broken piece was successfully retrieved from the patient.